Manufacturer narrative:
This investigation is currently ongoing. Any additional information will be provided in the follow-up report.

Event description:
As reported in a post-market study, this patient experienced rapid atrial fibrillation hospitalized x1 night (B)(6) 2016. Treated with po amiodarone. This study is multicenter and retrospective. The implants were standard mechanical valve implant procedures and data was collected post-operatively for events occurring within 14 days of surgery. The implant procedure was conducted sometime between 2013 and (B)(6) 2018; the date of implant and valve-specific information is unknown. The reported event was collected retrospectively and not indicative of a real-time event occurring with the use of the on-x valve.

Event description:
As reported in a post-market study, this patient experienced rapid atrial fibrillation hospitalized x1 night (B)(6) 2016. Treated with po amiodarone. This study is multicenter and retrospective. The implants were standard mechanical valve implant procedures and data was collected post-operatively for events occurring within 14 days of surgery. The implant procedure was conducted sometime between 2013 and (B)(6) 2018; the date of implant and valve-specific information is unknown. The reported event was collected retrospectively and not indicative of a real-time event occurring with the use of the on-x valve.

Manufacturer narrative:
A review was performed of the available information of the on-x prosthetic heart valve anatomic suture ring post-market study. The purpose of the study is to assess the rate of occurrence of permanent pacemaker implantation within 14 days of surgery with on-x prosthetic heart valve with anatomic sewing ring when used to replace diseased aortic valves in human subjects through the use of a retrospective registry. The protocol for this study is as follows: this study is multicenter and retrospective. All centers will follow a common protocol in which eligible patients will be entered into the registry after the 14th postoperative day. No procedures will be done and only retrospective data covering the preoperative, operative and the first 2 weeks postop will be collected. The valve safety primary endpoint is "occurrence of permanent pacemaker implantation within 14 days of surgery as a valve-related adverse event per the definitions of the american association for thoracic surgery/society of thoracic surgeons (aats/sts) guidelines." The valve safety secondary endpoint is "occurrence of other valve-related adverse events within 14 days of surgery per the definitions of the aats/sts guidelines." Per the information available to us, this study began in 2013. The study was closed out 04/30/2018 and we are now becoming aware of the primary and secondary endpoints reported by all of the centers. For each event, the date of implant, date of event, and valve-identifying information is unknown. Patient 234 (as part of the on-x prosthetic heart valve anatomic suture ring postmarket registry), 51 year old male, by protocol, was implanted with onxan or onxane model on-x valve in the aortic position. He was in sinus rhythm preoperatively with no prior history of cardiac surgery reported. Postoperatively, he experienced rapid atrial fibrillation, which was treated and he was released the next day/ a pacemaker was not implanted at this time. No other information is available following these observations as the protocol limits adverse event reporting to 14 days postop. This patient appears to have experience an acute arrhythmia postoperatively. Treated and we do not have confirmation of an outcome, but since he was released the implication is that the arrhythmia was resolved. He received neither pacemaker nor defibrillator and so the reported event is not classified as a major valve related adverse event per the guidelines. Nevertheless, the instructions for use [IFU] lists cardiac arrhythmia as a potential complication following aortic valve replacement: but as no pacer was implanted and we have no subsequent information, there is inadequate evidence to attribute the cause of the event to the on-x valve. This report is being submitted as required by federal regulations and does not constitute an admission that the device caused or contributed to the reported event. Furthermore, this report reflects the event as alleged by the complainant and does not imply that the information reported to cryolife is accurate or has been confirmed by cryolife.